Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous left circumflex (lcx) artery. After a non-bsc guidewire crossed the lesion, pre-dilatation was performed with a 2.5mm non-bsc balloon catheter. A 2.50 x 16mm synergy¿ stent was advanced but failed to cross. Subsequently, another guide wire was added; however, the device was still unable to cross. The device was completely removed and it was noted that the stent edge was lifted. The procedure was completed with a non-bsc stent. No patient complications nor injuries were reported.